Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported multiple patients have had an increase in tass after having micro-stent implant procedures.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the reporting physician stating in retrospect he feels the cases were not tass, but rather slightly increased inflammation.

Manufacturer narrative:
No sample has been returned for evaluation for the report of increase in tass; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A review of the device history record traceable to all lot numbers shipped to the customer, indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the sterilization records to all lot numbers shipped to the customer, indicates that the product was sterilized and released according to the product's acceptance criteria. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. No information has been provided regarding the micro-stents and other intraoperative supplies used in these cases. A possible root cause is that intraocular inflammation is an established risk associated with use of the system, which is clearly specified in product labeling. (B)(4).